Manufacturer narrative:
Additional information was added to h6 and h10 h10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The image was observed showing blood on the outside of the blood port connector of the dialyzer. The reported problem was confirmed. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three events of blood leak occurred during treatment with a revaclear 300 dialyzer. There was no patient injury or medical intervention associated with this event. No additional information is available.